Event description:
Patient reports calling earlier this morning and rn replaced his pump for issue. Now current pump is alarming no disposable, clamp tubing, however patient's reservoir volume shows 100 milliliters so do not believe patient ever started the pump this morning after placing new cassette on it. Both pumps are alarming with this cassette. Estimate patient without remodulin for approximately six hours. Patient denies any symptoms. Replacement cassettes sent. No further details provided.